Event description:
On (B)(6) 2009, pt reported his infusion device was alarming e10 (cartridge error) and making a funny noise when returning the piston rod. Pt stated he put the infusion device in stop mode and removed the battery; stated he inserted it a couple of days ago. Advised to use name brand batteries. Pt reported prior to his call he was in the middle of changing the insulin cartridge, inserted a new cartridge and he tried to remove the cartridge when getting the e10 error and pulled the full cartridge out, but the plunger got stuck to the piston rod and 315 units of insulin flooded the cartridge chamber. He stated he tried to pour out the insulin and dry the chamber. Had pt switch to back-up infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.